Event description:
On (B)(6) 2025 the user was hospitalized for hypoglycemia with a bg of 41 mg/dl after experiencing a low glucose event while using the ilet. The user stated that this type of low occurs frequently but chose to go to the hospital for monitoring. The patient reported eating before arrival, received no active treatment, and was monitored the hospital before discharge on (B)(6) 2025. The user plans to resume ilet use after discharge.